Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and device breakage ("fracturing") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression, pneumonia and influenza. Concurrent conditions included nausea, low back pain, headache, diarrhea, uterine pain, migraine, sore throat, night sweats, general body pain and nasal congestion. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2009, 1 month 21 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain/ pain"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had underwent a partial hysterectomy and device removal).essure was removed. At the time of the report, the device dislocation, device breakage, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received for date of insertion- earlier it was mentioned (B)(6) 2009 and as per current follow up pfs (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received- new event abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and device breakage ("fracturing") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, pneumonia and influenza. Concurrent conditions included nausea, low back pain, headache, diarrhea, uterine pain, migraine, sore throat, night sweats, general body pain and nasal congestion. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), omeprazole magnesium (prilosec) and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ pain"), 1 month 21 days after insertion of essure. In 2009, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), clonazepam, sertraline hydrochloride (zoloft) and surgery (plaintiff underwent a partial hysterectomy and device removal and she had underwent a partial hysterectomy and device removal). Essure was removed. At the time of the report, the device dislocation, device breakage, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown and the headache and migraine had not resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received for date of insertion- earlier it was mentioned (B)(6) 2009 and as per current follow up pfs (B)(6) 2009 discrepancy noted in removal details as drug withdrawn has been already captured and in current f/u she is planning to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 9-jan-2019: pfs received- new events migraines , headaches were added. Treatment and concomitant medication were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and device breakage ("fracturing") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression, pneumonia and influenza. Concurrent conditions included nausea, low back pain, headache, diarrhea, uterine pain, migraine, sore throat, night sweats, general body pain and nasal congestion. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (on (B)(6) 2010, she had underwent a partial hysterectomy and device removal) and surgery (plaintiff underwent a partial hysterectomy and device removal). At the time of the report, the device dislocation, device breakage, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 26-jun-2018: reporters added and updated patient demographics. Historical condition, concomitant disease, concomitant drug and laboratory data were added. Updated suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Updated event and added onset dates of events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and device breakage ("fracturing") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (plaintiff underwent a partial hysterectomy and device removal) and surgery (plaintiff underwent a partial hysterectomy and device removal). Essure was removed. At the time of the report, the device dislocation, device breakage, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device breakage, device dislocation, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.